Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following an evar procedure, an 18f manta was deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance while attempting to advance the bypass tube into the sheath hub. The physician commented there was no slit in the hemostatic valve and was unable to advance the bypass tube through the sheath hub. This was the physician's fourth deployment and has not completed manta training. No representative or clinical support was present for this case since it was scheduled over the holiday. The instructions for use indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Additionally, the IFU lists precaution: the manta device should only be used by a licensed physician or healthcare provider trained in the use of this device.

Event description:
It was reported that: the first manta bypass tube failed to advance through the sheath valve. Hemostats were used to demonstrate there was no slit present in manta valve. There was reported resistance with advancing the bypass tube into the sheath. Additional information on 05jan2023: as reported from physician: "case overall went well but same issue with one of the manta came up where there was no silt in the sheath valve (related to this MDR). And then one worked but didn't seat down all the way so had to cut down and repair (related to another MDR). Additional information received on 14jan2023: the first manta bypass tube failed to advance through the sheath valve (this MDR). Hemostats were used to demonstrate no slit present. There was resistance to bypass tube advancement.